Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The flipped pump was suspected due to refill difficulties and telemetry problems, fluoroscopy and x-ray were done and the pump was confirmed to be flipped. The physician manually flipped the pump back and hcp was able to do telemetry successfully. There wereno symptoms reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.